Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the gallbladder and was unable to drain bile as intended. The device was removed and another like device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a leak at the tubing/cap interface. Tug and twist tests were conducted revealing that the proximal assembly was secure. The connector cap was not able to be removed. A wire guide was inserted into the proximal hub to check patency - no obstructions were noted throughout the device. Dimensional testing of the returned device revealed that the inner and outer diameter of the catheter tubing were within specification. However, it was noted that there were more than two adapter threads showing on the mac-loc hub, resulting in failed dimensional testing. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Defects awareness training was facilitated to operators of ult catheters with mac locs. We will continue to monitor for similar complaints. Per internal processes measures have been previously initiated and are in progress to address this failure mode. Per the quality engineering risk assessment, no further action is required.

Event description:
No new event description information to report at this time.